Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
A patient of unknown gender and age underwent a leg procedure where the sheath would not come out. The sheath was placed in the femoral artery through the stent in the bifurcation. When the procedure was complete, the sheath wouldn't come out. The dilator was replaced, but the sheath wouldn't come out. A balloon was placed distally to give the sheath support. Multiple wires were used. However, neither the balloon nor the wires helped the sheath come out. A surgeon performed a cut down and the sheath was not able to be removed. The sheath was pulled with all of the surgeon's strength and the hub with approximately 1 inch of the sheath came out. The sheath was stented in place and left in the body. The patient had to be given blood products. After the procedure, the patient was stable.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Precautions: when inserting, manipulating, or withdrawing a device through an introducer always maintain introducer position. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Sheath removal: insert wire guide at least 10 cm past the tip of the sheath. Insert the introducer dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire guide." The complaint device was from an unknown lot number. The device history record, nonconformance history, and a search of other complaints associated to the complaint lot could not be conducted. If the complaint device becomes available for investigation, the device will be evaluated and the file will be updated at that time. It is feasible to suggest that this separation occurred due to the device receiving force beyond its intended design. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
A review of the instructions for use (IFU), manufacturing instructions, trends, and quality control of the returned device was conducted during the investigation. The complaint device was not returned; therefore no physical examinations could be performed. There is no evidence to suggest that the device was not manufactured to specification. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describes the intended use. Specific items addressed include: warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Precautions: when inserting, manipulating, or withdrawing a device through an introducer always maintain introducer position. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Sheath removal: insert wire guide at least 10 cm past the tip of the sheath. Insert the introducer dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire guide." It was noted that the patient's anatomy was tortuous and calcified, and the patient had a previous stent placed in the bifurcation. Any of these factors could have contributed to the resistance felt when attempting to remove the sheath from the patient; however, based on the information provided, no product returned, and the results of the investigation the most likely root cause may be related to patient's pre-existing condition of vessel tortuosity and calcification. Per the quality engineering risk assessment no further action is required. Monitoring will continue to be performed for similar complaints.